Manufacturer narrative:
The event occurred in (B)(6). It was reported by the customer that the error message ¿head error¿ occurred on the rotaflow console. No harm to any person has been reported. A getinge field service technician investigated the affected rotaflow console (rfc) with (B)(4). The technician was unable to confirm the reported "head error". However, the error message "stop-inp" occurred during the investigation by the technician when the device was turned on and off again. The mcp00705057#rfc control board kit (article number 701034051) has been replaced. After the replacement the device is working as intended. The following most possible root cause could be determined for the head error: if the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The reported failure "stop-inp" was already investigated by our life-cycle-engineering (lce) and the root cause could be determined as a defective microcontroller ic23 on the rf control board pcba kit. The cause of this damage could be a statistical (random) failure or a defect that worsens when heated up. Based on these investigation results the reported failure "head error" could not be confirmed. However, upon investigation the error "stop-inp" was occurred. The review of the non-conformities was performed on 2023-02-28 and during the period of 2021-02-19 to 2023-02-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2021-02-19. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in (B)(6). It was reported by the customer that the error message ¿head error¿ occurred on the rotaflow console. No harm to any person has been reported. (B)(4).